Manufacturer narrative:
A ge service rep performed an over the phone investigation. Both monitors need to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the systems' monitors were burned out. No pt injury was reported.